Event description:
This is an adverse event recorded on a case report form as part of the b-500 halo patient registry. The pt had a 1cm segment of barrett's esophagus treated with focal ablation. Three years later, the physician reported a mild esophageal stricture, which was dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was possible, and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. A device history review based on the serial number of the unit revealed no issues. If any additional info pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).